Event description:
It was reported by a competitor that during an upgrade procedure, the right atrial (ra) lead was laser extracted due to an occlusion and the patient experienced a superior vena cava (svc) tear/perforation. The patient¿s blood pressure began to fall, fluid was noted in the right chest, and a sternotomy had to be performed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient developed an intracranial hemorrhage which was thought to be the result of the heparin administered during the cardio-pulmonary bypass procedure. The patient remained unresponsive for over a month before slow neurological recovery began. The patient was discharged to a skilled nursing facility able to interact but remained non-verbal with a tracheostomy and feeding tube in place. No further patient complications have been reported as a result of this event. The is a participant in the product surveillance registry clinical study.